Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On an unreported date, the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with injection of meropenem (once a day, ongoing, route not reported) for peritonitis. Three days after the peritonitis onset, the patient passed away. The cause of death was reported as due to congestive heart failure, septicemia and chronic kidney disease 5. The cause of and treatment for the septicemia were not reported. It was reported an autopsy was not performed. It was reported the peritonitis was not resolved prior to death. It was reported dianeal therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.